Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited a single out of range shock impedance measurement greater than 200 ohms. No adverse patient effects were reported. No further information has been made available. The field representative was contacted for additional information, no further details regarding the follow-up are available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.